Event description:
During a sphincteroplasty procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] while pulling back the balloon after sphincteroplasty, balloon was not coming back into the scope and sheath peeled off [interpreted to mean breakage]. Customer provided picture of broken blue catheter exposing the inner purple catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number in the photo matches the report. Our evaluation of the pictures provided confirmed the report. One picture shows the device advanced into the endoscope, and the blue catheter is broken exposing the inner purple catheter, confirming the complaint. The additional pictures show multiple breaks and kinks throughout the device and the proximal portion of the blue catheter with the white strain relief being removed from the device. Based on the pictures provided, we were unable to determine the exact location of the catheter crack/breakage. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the pictures provided confirmed the catheter was kinked and broken. In the report it states that the device was used for a sphincteroplasty. This is outside of the stated intended use and the most likely cause of the report. The IFU states, "this device is used to dilate strictures of the gastrointestinal tract, including strictures of the esophagus, pylorus, duodenum, and colon." In the report it also states that negative pressure was not applied to the balloon prior to advancing down the endoscope accessory channel. Negative pressure will aid in balloon preservation and optimize balloon performance. The instructions for use direct the user "to facilitate passage through the endoscope, apply negative pressure to the device." And to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the device was used for a sphincteroplasty and that negative pressure was only applied during removal of the device from the endoscope, not when it was advanced, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.